Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported medication required was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip was introduced into the steerable guide catheter (sgc). Upon insertion, a thrombus was identified and heparin was administered. It migrated into the ventricle and dissolved spontaneously. The procedure was terminated to allow evaluation of potential neurological complications. The mr remained unchanged post procedure. On (B)(6) 2025, patient was neurologically stable. No neuronal damage was observed due to sgc and mitraclip. There was no clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.